Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-00180. It was reported the patient presented to the emergency room due to a suspected infection or hematoma. An MRI was going to be performed. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2017-00180. Follow-up identified the patient underwent a CT scan and it was determined the patient had a hematoma. Surgical intervention was undertaken to explant the entire system. The issues have since resolved.